Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an open surgery to repair a recurrent incisional hernia on (B)(6) 2012 and mesh was implanted. The patient was found to have recurrent incarcerated incisional hernia and pain with adhesion complications and had a revision surgery on (B)(6) 2013.

Manufacturer narrative:
Additional information.